Manufacturer narrative:
The expandable sheath was returned for evaluation. During visual inspection, the liner was torn approximately 3.75¿ in length from distal tip, distal tip damage with liner gathering (likely due to retraction efforts), and minor delamination at distal tip. The marker band was intact. No functional testing could be performed due to the condition of the returned device (torn liner and expanded sheath). Dimensional testing was performed and the liner thickness measurements met specifications. The manufacturing process for the esheath includes 100% inspections for smooth inner lumen, no visible wrinkles on outer sheath surface, liner fold is continuous from distal end to proximal end of taper, circumferential surface defects or witness lines, remnant lines, without holes or tear on strain relief and inspect for kinks, bends or mechanical damage. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. The IFU and the thv training manual highlight the necessary steps for insertion, handling and withdrawal of the esheath and introducer. As noted: when inserting, manipulating or withdrawing a device through the expandable sheath, always maintain sheath position. After the completion of the procedure, remove sheath entirely without torquing. Do not reinsert the esheath at any time during removal. The complaint was confirmed; however, no manufacturing non-conformances were identified. Patient factors were not provided; however, it is probable, in this case that the protruding material from the burst balloon caught on the distal end of the esheath during withdrawal, causing distal tip damage. Consequently, the additional force used during retrieval of the delivery system through the esheath caused the liner to tear. In this case, available information suggests that procedural factors (retrieval force of delivery system or through the esheath) may have contributed to the event. No labeling or IFU/training inadequacies were identified. Review of complaint history for the month of july 2015 revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-01812. Result: operational problem. Conclusion: operational context caused or contributed to event.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transfemoral tavr procedure, a 26mm sapien xt valve was deployed within a stent in the pulmonic position and the delivery system balloon burst. A 2ml of solution remained in the inflation syringe, however the valve appeared well positioned with no observable insufficiencies. While withdrawing the burst balloon into the tip of the esheath, a lot of force was required to withdraw the device and the delivery system balloon tore at the base leaving behind a balloon fragment. A new sheath, guiding catheter, snare and lasso catheter were utilized to successfully retrieve the balloon fragment from the patient. At the time of the report the patient was stable. During preliminary evaluation of the retuned device, the sheath liner was observed to be torn and the sheath distal tip was observed to be split.